Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the application launches but fails to fully initialize. Upon troubleshooting actions, fse identified that the system was not starting properly, displaying a "start radiology system and freeze" error message on the suite pc. The fse installed the software and configured using backups. After installing the software, the system was returned to use in good working order.